Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "two-stage total knee arthroplasty revision with extended antibiotic spacer use" written by clayton r. Welsh and patricia a. Baumann. Published by cureus published online/accepted by publisher 5 may 2021 was reviewed. The article's purpose was to follow the case report details of a tka revision in a patient with osteoarthritis of the knee. The patient presented with an elevated erythrocyte sedimentation rate, c-reactive protein, and white blood cell count nearly two years after the primary operation and was found to have an infected total knee prosthetic. A two-stage revision was planned but due to a schedule disruption by the alleged covid-19 pandemic, the second stage of the operation was delayed until 12 months after the stage one operation. In 2017, a (B)(6) year-old female patient underwent a primary left knee arthroplasty to address osteoarthritis. Depuy attune knee products were implanted during the operation with unknown manufacturer cement. Two years following primary, in 2019, the patient was experiencing left knee discomfort, instability, and effusion. Laboratory values indicated a left knee infection resulting in a planned two-stage revision with placement of antibiotic spacer. The tibial tray was found to be loose at an unknown interface. Competitor products were implanted during the first-stage of the planned two-stage revision. No additional depuy products were used after removal of primary products. Depuy products with known adverse event(s): attune tibial tray, attune tibial insert, attune femoral component, attune patella component. Adverse events: revision to address discomfort, infection, instability, effusion, and tibial tray loosening at an unknown interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.